Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6) 2012. According to the complaint, during the procedure the tip of the guidewire detached into the patient. No recovery of the tip was attempted and the procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6) 2012. According to the complaint, during the procedure, the tip of the guidewire detached into the patient. No recovery of the tip was attempted and the procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax tip is peeled and scrapped approximately 3.5cm from the distal tip, exposing the corewire. The outer diameter of the guidewire was measured and found to be within specifications. The device also presents a kink at distal section. In addition, remnants of adhesive were found indicating that the pebax section was properly attached to the corewire. The device appears to have been pulled against resistance. It is possible that unstated procedural factors and possibly clinical factors may have contributed to the guidewire distal tip got damaged during the procedure, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the pebax tip was properly attached to the corewire. Therefore, ''operational context'' is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review revealed no other complaints reported for lot number 14302432.